Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter is giving inaccurate high reading of "280 mg/dl." The patient's diabetes is managed with self adjusting insulin. The patient obtained the alleged high reading on (B)(6) 2010. As a result of the lfs meter reading, the patient increased her insulin dose to 8 units of novolog at 11:30 pm. The patient claimed she developed symptoms of shaking and subsequently went into a diabetic coma 45 minutes after taking the insulin. There was no allegation of treatment at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the patient did not have any control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient she developed symptoms that can be associated hypoglycemia after she took insulin based on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k053529.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.